Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead had coronary artery bypass grafting and a maze procedure, and their atrial appendage was snipped. The lead exhibited variable shock impedance measurements of 0 to 20 ohms. The right ventricular (rv) pacing impedance measurements were normal and there was no noise noted. A surgical revision was performed. During the procedure, the patient's device was explanted and replaced. This rv lead was connected to the new device which revealed normal shock impedance measurements of 55 to 58 ohms. Then the rv lead was connected to the previous device which also revealed normal shock impedance measurements. The physician elected to surgically abandon and replace the lead. No additional adverse patient effects were reported.